Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event during doing physical activity on date (B)(6) 2024. The infusion set was in use for 1 - 2 days. Blood glucose level was 200 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.